Event description:
Patient is experiencing problems with cassettes. She is finding "debris" in the cassettes. She first experienced and reported this problem in mid-august. She experienced four other incidents. Replacements were sent and she had another mixing issue with them. Patient fears that cassettes on hand may also be faulty. Additional replacements have been sent and rn visit has been scheduled.